Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left brachial artery by anterograde approach. The 80% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified left brachial. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced to the lesion. During the first inflation for 10 seconds, the balloon ruptured at 6 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).